Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported a case of hyperopic regression, observed on the pt's right eye at fourteen weeks post photo refractive keratectomy (prk) enhancement. Topical steroid prescribed with good response. Pt noted right eye vision was blurred. Upon follow up, reporter stated the blurred vision was resolved, and the pt's eye has stabilized for the regression issue.